Event description:
Boston scientific received information that the patient experienced syncope and pre-syncopal symptoms as a result of right ventricular (rv) loss of capture with asystole. A revision procedure was performed where they found that the anodal setscrew was not securely fastened. Upon tightening the setscrew, loss of capture was still noted. Further inspection of the lead revealed that it had been inserted into the vessel at a 90 degree angle and the suture sleeve was not tied down against the fascia. Lead body damage was encountered due to the placement of the lead. Subsequently the rv lead was surgically abandoned and a new lead was successfully implanted with the existing device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.